Event description:
It was reported that a device detachment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal atmosphere, the balloon burst, and detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
B2 outcomes attrib to adv event: corrected the fg maverick 2 mr, 2.00mm x 15mm, stent delivery system was returned for analysis. Visual, tactile, microscopic and leakage testing analysis were performed on the device. No issues were identified with the hypotube shaft or with the outer / mid-shaft sections or the inner lumen of the device. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed signs of distal tip damage. The device was attached to an encore inflation unit and a pinhole was found in the proximal section of the balloon when inflating to rated burst pressure of 14 atmospheres. No other device issues were identified during the returned product analysis.

Event description:
It was reported that a device detachment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal atmosphere, the balloon burst, and detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.